Event description:
The customer reported that their AED will not power on battery fully depleted battery. The reported event did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from the AED showed that the battery pack had service code warnings of cycles of incomplete self-tests and battery saturation time, depleting the battery and reduced the battery life expectancy. The customer was advised to remove the battery from service and return for evaluation. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not reasonably suggest that the device did not perform as intended or meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.